Event description:
It was reported that the implantable pulse generator (ipg) of the patient was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) of the patient was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted device was disposed by the facility.